Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the centrifugal pump squealed. The product was not changed out. The surgery was successful.

Manufacturer narrative:
Terumo did receive the actual device and visual inspection noted no anomalies. The device was performance tested and a grinding noise was heard immediately. The device was disassembled and an inspection of the internal components revealed no anomalies. The device most likely had a damaged or warped bearing leading to excessive noise. The device should have been noticed in production during sound test. Awareness training was performed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.